Event description:
It was reported a spectrum pump had a damaged speaker which was malfunctioning. Specifically, the customer reported the "speaker cuts out during alarm". Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed thorough eval. This condition was caused by a failed speaker. The rear case assembly, which contains the failed speaker, was replaced.